Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim/fading display issue with changes in color spectrum. The pump screen has faded to the point it is difficult to read in bright light, and the letters appear pink in color. The issue occurred over the "last couple of weeks" and has progressed gradually over time. Exposure to x-rays may have occurred during the patient's medical examination, prior to the first observation of the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/02/2013 with the following findings: it was revealed that the text on the display screen was dim, discolored, and difficult to read. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the display was fully functional and fully illuminated with no visible signs of fading or discoloration of text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.